Event description:
It was reported that during a lap cholecystectomy procedure the device the clips would not fire and then when they tried to fire again the clips fell out. They retrieved the clips manually and then the device stuck on the tissue and tore the cystic duct. They manipulated the handle and it released from the tissue. They then used a second device and it worked fine and they were able to complete the case with no patient consequence. Device is returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.